Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for an error and had shut off and that batteries had run out over night. The blood glucose reading was 16.8 mmol/l. The customer had reverted to a back up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected filed battery alarm noted during testing. Power management parameters graph confirmed power error alarm and low battery alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board. The insulin pump was monitored and functioned properly. Device received with cracked keypad overlay at select button, fading serial number label scratched case and keypad overlay texture damage.